Manufacturer narrative:
(B)(4). Additional narrative: patient information is not available for reporting. Per reporter, the event took place on (B)(6) 2015. (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that a coupling screw and a wrench broke during a surgical procedure on (B)(6) 2015. Due to the issue, a surgical delay of two (2) to three (3) minutes was assessed. This report is 2 of 2 for (B)(4).